Event description:
Patient was receiving total parental nutrition via a peripheral line in his hand. The site was changed from the left hand to the right hand related to evidence of possible infiltration, including swelling of left hand and change in skin color. After tpn was infusing in right hand for four hours, this hand became swollen with color changes. The IV line remained patent with good blood return. Stat labs were drawn and EKG on the pt. The pt had an elevated calcium level. The tpn solution was tested in the hosp lab. The tpn contained a higher than ordered concentration of calcium. The order entry for the tpn was correct as per the physician's order. The label on the tpn matched the physician's order and the pharmacist's entry. The pt's hands and wrists became progressively dark in color and edematous. IV lasix and d3 normal saline were given to encourage diuresis of calcium. Electrolytes followed closely.